Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned as of 6 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9112698. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the needle and hub separated from the device and remained in the shield with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported some of the shields come off, the needle and hub remain in the shield.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle and hub separated from the device and remained in the shield with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: it was reported some of the shields come off, the needle and hub remain in the shield.